Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported he was in the hospital, due to an infection caused by his peripherally inserted central catheter, and his blood glucose to go up to 1800 mg/dl. The customer went into a diabetic coma for three days. Customer was treated with intravenous drip and had been wearing the insulin pump at the time of hospitalization and the entire time he was in the hospital. Customer stated he had since experienced high and low blood glucose due to other illnesses that were not diabetes-related. The insulin pump will not be returning for analysis.